Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A health care professional reported that during an angioplasty, an enterprise2 4mmx39mm no tip vascular reconstruction device (encr403900, 8697553) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (606s255x , 31527346) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a health care professional reported that during an angioplasty, an enterprise2 4mmx39mm no tip vascular reconstruction device (encr403900, 8697553) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (606s255x , 31527346) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. There was no patient injury reported. No additional information is available. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the shaft was found kinked next to the strain relief. No other damage was found. Microscopic inspection revealed no fractures nor cracks at the kinked area. A manufacturing record evaluation was performed for the finished device 31527346 number, and no non-conformances related to the malfunction were identified. Although the kink on the shaft was not originally reported, this damage is suggested to be the result of overtightening the rhv, and according to the risk documentation, the inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.